Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced a bent cannula event on (B)(6) 2026, which resulted in bleeding and pain at the site. The event occurred on the second day of use, and the infusion set had been inserted in the lower back.